Event description:
It was reported that cartridge alarm occurred during load process while caller waited for prompt to remove used cartridge and had experienced similar cartridge alarms with same pump previously. There was no adverse impact to the customer's blood glucose level. Customer was informed that pump needed replacement, arranged to use replacement pump to continue insulin delivery, and technical support confirmed shipping address, provided storage mode instructions for transport, and instructed customer to return problematic pump within ten days using provided prepaid materials.